Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula c-ring split into two pieces and broke off into the pt. The parts were retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the investigation is completed. (B) (4).